Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient experienced a possible vascular occlusion while using unspecified juvéderm® in the cupids bow area of the lip. "[Event] was treated as an ae, but afterwards it was discovered that it could possibly have been scar tissue."